Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 96mg/dl at the time of incident. The customer was assisted with troubleshooting but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours and no blank display anomalies noted. However, had broken battery tube threads, the battery cap does not screw and stay locked properly. The insulin pump powered up properly after battery installation and no unexpected low battery alarms noted during testing or found at the downloaded pump history. The loaded voltage and unloaded voltage display at the power graph management tool shows abnormal behavior due to broken battery tube threads. The insulin pump had cracked case at the battery tube, cracked lcd window and missing display window cover.